Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had low blood glucose. Customer reported their blood glucose level was 39 mg/dl at the time of the incident. Walked customer through connecting his meter to his pump. Customer was able to get his meter to send the blood glucose to his pump. Customer stated his blood glucose was 42mg/dl, 72mg/dl and 67mg/dl. Customer blood glucose was 69mg/dl with contour next link 2.4. Customer blood glucose with one touch was 89mg/dl. Customer treated for low blood glucose with a cookie, part of a glass of milk and took some cereal. Customer declined troubleshoot for low blood glucose. Product will not be returned for analysis.